Event description:
A ge healthcare service rep noted that the vaporizer had an interlock pin missing. There was no report of pt involvement.

Manufacturer narrative:
The unit was returned to the manufacturing site for investigation. The unit was inspected, and it was found that both interlock pins were missing. The cause of the reported complaint was due to missing retaining nuts. The assembly instruction was reviewed and found to be correct. (B) (4). The interlock system prevents more than one vaporizer from being turned on at once. As stated in the tec 6 plus vaporizer operation and maintenance manual, the user is to ensure that when the vaporizer dial is turned on, no other vaporizer mounted on the same manifold can be turned on.